Event description:
It was reported that the ventricular lead exhibited 2500 ohms impedance and high thresholds. The lead was was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.